Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed a short condition had occurred in the y-adaptor between the proximal and distal leadwire. No open or short condition was observed in the leadwires between the area distal of the y-adaptor and the electrodes. No visible damage to the proximal and distal leadwire extension tubes was observed. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the catheter was unable to pace from the beginning of use. The cable was replaced but the problem was not solved. The catheter was replaced and then the problem was solved. There were no patient complications reported.